Event description:
It was reported that a malfunction occurred with the pump, displaying a high blood glucose value. The customer's blood glucose level exceeded 500 mg/dl, indicating a significant impact. The customer had not addressed their bg at time of troubleshooting. Technical support provided instructions for resetting the pump, and after the reset, the malfunction code did not recur. The customer was advised to call back if the malfunction reappeared, and they acknowledged the instructions.